Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: 4.8, lab: 1.8, mean: 3.3, confidence limits: 2.0-5.0, per internal procedure, the mean of the inratio and lab values are outside the confidence limits for inr testing. Products will be investigated.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, inratio: 4.8, lab: 1.8.